Event description:
It was reported that the procedure was to treat a 90% stenosed mid right coronary artery. An unknown asahi guide wire was advanced to the lesion and a 1.2 x 12 mm mini trek balloon catheter was used for pre-dilatation. When removing the catheter it stuck on the guide wire. After several attempts to remove the catheter, the guide wire and catheter were removed as one unit. There was strong resistance felt when separating the devices outside the anatomy. There were no adverse patient effects and there was no clinically significant delay in the procedure due to the incident.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi, inflation: abbott, guide cath: launcher. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.